Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) with clinical reason of dysphotopsia. The patient was unable to tolerate halos while driving at night. Additional information has been requested; however, further information has not been received.